Event description:
Patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, the patient was revised (B) (6), due to the anchor plug fracturing at the point of the spindle/centering sleeve interface.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).

Event description:
Patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, the patient was revised (B) (6) 2010, due to the anchor plug fracturing at the point of the spindle/centering sleeve interface.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found obvious scratches and other wear marks. There is a light material covering the porous metal region. The anchor plug fracture is just below the proximal spindle surface with visible progression marks. (B) (4)